Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a bad display. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred upon power up in the general patient ward. There was no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a bad display was confirmed and duplicated during product evaluation. This condition was caused by a defective main display. The main display was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.